Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m155493 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m155493 and test base part number 190-430 / lot m155493. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m155493 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01906, 1221359-2021-01907.

Event description:
The customer reported false negative results with the ID now covid-19 assay performed on multiple dates. This manufacturer addresses lot number one (1) of three (3). The customer reported a false negative result on a nasal swab with the ID now covid-19 assay performed on a sample collected (B)(6) 2021. Confirmation testing on a nasopharyngeal swab in transport media was performed with core lab and generated positive results. No additional information, including patient treatment and outcome was provided.